Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's battery vented out inside the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed. The battery board was deemed unrepairable and was replaced. The main board was replaced as a precaution. Due to the damages found root cause could not be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.